Manufacturer narrative:
The reported complaint that the temperature increased to 70 degrees after the start of ablation could not be confirmed. The generator was powered up, the generator timed in and the screen display came up properly. All the controls worked as designed. Various impedance levels were input and the generator displayed the expected results. Ablation was simulated in and the generator functioned as designed. A temperature breakout box was used to simulate various temperature settings and the generator displayed the expected temperatures settings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
The device was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
During a procedure, after the start of the ablation, the temperature increased to 70 degrees. The procedure was aborted.